Manufacturer narrative:
(B)(4). The device was not sequestered by the customer. Because the customer did not record the device serial number and no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified, however no malfunction of the device is believe to have occurred, as the event description indicates the device performed as expected.

Event description:
The customer reported a significant drop with a patient's blood pressure after a levophed infusion transitioned from 90cc/hr to a kvo rate of 5cc/hr. The pump alarmed however the nurse did not hear it and did not realize the infusion changed to the kvo rate until the patient's arterial pressure alarm on the monitor went off. The patient is also an dobutanine, vasopressin and IV fluids. The patient's blood pressure was stabilized by increasing the levophed and providing the patient a fluid bolus. The customer reported the alarm volume is set at 5 (loudest) and they are concerned the audio for kvo alert is not loud enough. The patient is currently in the ICU on a ventilator and multiple IV infusions. No additional patient or event details were provided by the customer.